Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was around 20 mg/dl at the time of the event. The customer stated that a bolus was delivered that she did not program. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.